Manufacturer narrative:
Reference: (B)(4). Complaint sample was not returned for evaluation, hospital scrapped it. Reported event was not confirmed after evaluating the customer submitted radiograph. DHR review was unable to be performed as the lot number of the involved device is unknown. There were no recent design changes prior to manufacturing. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined, the plate did not appear to be bent or fractured in the customer submitted radiograph. Concomitant devices: 3.5mm locking cortical screw w/ t15 hex, size 22mm: item number; 00-0903-2622, lot number; unknown. 3.5mm locking cortical screw w/ t15 hex, size 24mm: item number; 00-0903-2624, lot number; unknown. 3.5mm locking cortical screw w/ t15 hex, size 50mm: item number; 00-0903-2650, lot number; unknown. 3.5mm self tapping cortical screw w/ t15 hex, size 22mm: item number; 00-0903-2522, lot number; unknown. 3.5mm self tapping cortical screw w/ t15 hex, size 44mm: item number; 00-0903-2644, lot number; unknown. 3.5mm self tapping cortical screw w/ t15 hex, size 40mm: item number; 00-0903-2640, lot number; unknown.

Event description:
It was reported that the distal femoral osteotomy system plate rotated in the distal portion of the bone. A revision surgery took place approximately six weeks after implantation.